Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patient presented in clinic with left knee pain and motion restriction from 10 degrees to 90 degrees. Insert and patella were removed and replaced with new insert and patella.